Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump with a cracked touchscreen was in use and another pump had previously been lost, and the issue concerned physical damage to the device consistent with a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture of that component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.